Event description:
It was reported that this right ventricular (rv) lead pace impedance had jumps, greater than 2000 ohms. Additionally, oversensing was observed. This led to the removal of the lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.